Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. The customer declined assistance from tandem technical support regarding the issue stating they had already changed settings.